Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative could not reproduce the reported problem. The service representative replaced the display adapter printed circuit board. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not display an image on the left monitor. No patient injury was reported.